Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss due to a hole in the device. The fluid loss was identified because the device failed to inflate. A surgical procedure was performed in which the whole system was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced fluid loss due to a hole in reservoir. The fluid loss was identified because the device failed to inflate and the hole in the reservoir was visibly identified. A surgical procedure was performed in which the whole system was removed and replaced. No patient complications were reported.